Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hmsc reported unipolar rv lead failure on (B)(6) 2025. On (B)(6) 2025, an increase in baseline, low amplitude noise was seen on the rv channel that appears more often in the rv lead failure recordings than in the regular periodic recordings. The lead remains implanted at this time.

Manufacturer narrative:
Combination product: yes.